Manufacturer narrative:
Section a2, a3b, a4, a5, a6: information unknown/not provided. Section e1: (B)(6). Section d6b: if explanted, give date: n/a (not applicable). The lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) haptic was in the loader wrong. There was no patient contact. Through follow up, it was learned that the surgeon stated the lens was loaded in the injector wrong. The surgeon was able to insert the lens and the lens remains implanted. Further follow up reported no surgical intervention was needed. No other information was provided.